Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-aug-2023. A review of the device history record (DHR) confirmed the lot passed finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # 926294. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit result on a 67 year old male patient subjectively feeling lightheaded with shortness of breath. There was no patient additonal information at the time of this report. Return product is available for investigation. Method date tested hct(%) sample I-stat 10-july 23:56 42 a sysmex 10-july 00:15 21.1 a collection times not provided. Per the facility: the act was called to bedside for vitals: hypotension 70/40s, tachy 140s. Patient subjectively feeling lightheaded with shortness of breath. The patient has recent history of aortoenteric fistula s/p graft. 1l fulids ongoing, x1 100cc neo, levo started, addition x1 100cc neo. Poc hgb 6.6, lactate 4.0, prbc ordered, concerning for right lower quadrant tenderness. Ordered emergency CT, showing prp opacity concerning for bleed. Patient was transferred to sicu. The customer reported that the patient was pronounced dead at 14:00 on (B)(6) 2023. The cause of death was hemorrhagic shock. At this time there is no reason to suspect a malfunction exists. There is no reason to believe the I-stat caused or contributed to the patient's demise. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.